Manufacturer narrative:
(B)(6).

Event description:
It was reported that after t1 was deployed, t2 couldn't be deployed. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 and approximately 2.5 inches of suture was returned. The suture is knotted and appears to have been cut. The trigger has been fully advanced indicating a complete deployment. Reported complaint of t2 non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.